Event description:
During a cardiopulmonary bypass procedure, noise was reported from a wire ticking the fan in the base of the heart lung console. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.